Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement, or (3) participate in cardioquip's trade in program. These options would return the device to specification. These options were relayed to the customer via email on 11/27/24. As of the date of this report, the customer has not responded to these options.

Event description:
A cardioquip (cq) technician notified cq service that the internal tubing of this device was identified as potentially contaminated during an on-site pm. The technician took pictures of the internal tubing to send to cq for review. Cq director of operations and epidemiologist reviewed the pictures and recommended that the device receive hpc testing to gain a quantitative analysis of water quality due to the discoloration present within the water pathway. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on 11/26/24, indicating device contamination.